Manufacturer narrative:
The pump has been returned to animas but not yet evaluated. When the device evaluation is complete, a supplemental report will be filed. No conclusions can be made at this time. The report is made under the requirements of the medical device reporting regulations and does not constitute an admission on the part of animas of any deficiency in the performance of the device.

Event description:
On (B)(6) 2016, a reporter contacted animas alleging that there was an intermittent power issue with the pump. The reporter stated that the battery compartment was cracked and moisture was present. This complaint is being reported because the reported issue was not resolved through troubleshooting. There was no allegation of an adverse event associated with this complaint.

Manufacturer narrative:
Follow-up #1: date of submission 10/17/2016 device evaluation: the device has been returned and evaluated by product analysis on 09/27/2016 with the following findings: the pump's black box showed evidence of an unexplained pump reboot event on (B)(6) 2016 and following a loss of prime warning on (B)(6) 2016. The battery was compartment cracked. There was evidence of moisture contamination inside the battery compartment. The battery cap was able to fully tighten however the "coin slot" on top of the battery cap was worn making removal of the cap difficult and at times battery cap got stuck. The pump was exercised with the returned battery cap for 24 hours with no reboot, loss of power or call service alarms duplicated. An "intermittent power" event was not duplicated during investigation. A leak test showed that there was a leak at the battery compartment crack. There was evidence of additional moisture contamination inside the pump on the battery canister. The display screen was dim and discolored.